Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that in (B)(6) 2003 she noticed she wasn¿t getting quality stimulation. The patient reported that she called a healthcare provider (hcp) and a manufacturer¿s representative (rep) met her at the office. The patient reported that it was confirmed the ins wasn¿t working, ¿they figured the ins had died.¿ the patient reported that a new ins was implanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.